Event description:
The customer reports the device leaking between the pink hub and clear tubing.the device was removed.

Manufacturer narrative:
(B)(6). The customer returned one PICC catheter for evaluation. The device contained signs of use in the form of biological material. After the catheter failed functional testing, it was microscopically examined. A small separation of the luer hub and extension line was found. The appearance of the damage is consistent with a continuous pulling force being placed in opposite directions on the luer hub and extension line body causing the extension line body to be "pulled out" of the hub. The inner and outer diameter of the extension line were measured and were found to be within specification. The catheter was functionally tested by clamping off the distal end of the catheter and attaching a lab inventory syringe filled with water. When the plunger was depressed, water leaked out of the luer hub area. A manual tug test confirmed the extension line body was secure within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user , "check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. Alcohol and acetone can weaken the structure of polyurethane materials." The IFU also warns to "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The customer report of an extension line leak was confirmed by complaint investigation. The returned extension line was partially separated at the luer hub which allowed for leaking to occur. The appearance of the damage is consistent with a continuous pulling force being placed in opposite directions on the luer hub and extension line body. The returned sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the customer report that the leaking was only observed after a period of successful use and the appearance of the damage on the returned sample , it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the device leaking between the pink hub and clear tubing. The device was removed.